Event description:
It was reported that the device failed volume test over supply 20ml infusion 23ml. Event occurred during preventive maintenance testing and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis in overall good condition. It was reported device failed volume test over supply 20ml infusion 23ml. The reported problem was not related to a previous repair. Functional and accuracy testing were performed. Accuracy testing result is +9% (21.8ml) which is within spec 18.2 -22.2 ml. No problem was found, and no repair activities were performed.